Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for molding defect with the incident lot was observed. Although the cloudy nature of the plastic was apparent, this defect would not affect the efficiency of the device, it is a purely cosmetic fault. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® urine collection cup had foreign matter in the tube; biological and nonbiological. The following information was provided by the initial reporter: the customer noticed the wall of the device "shows traces suggesting that the bottle is dirty."